Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged micro introducer is confirmed; however, the exact cause is unknown. One photograph of a micro introducer was returned for evaluation. An initial visual observation of the photograph showed the device outside of the patient with notable buckling of the sheath tip as well as a small tear. A small amount of a pale white residue is noted on the sheath tip. No additional details of the damage could be discerned from the photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on (B)(6) 2025 10:12 during the catheter placement process, it was found that it was difficult to feed the sheath during the process of feeding the catheter sheath, and heard a squeaking sound, and immediately withdrew and found that the gray sheath of the catheter sheath was torn and raised upwards, and could not be continued to be used. No additional information was provided.